Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, 16 mm amplatzer amulet was chosen for implant using a 12f amulet delivery system. During the procedure, as the occluder was advanced from the sheath into the left atrium and positioned for implantation, a fine thread-like structure or possible thrombus oriented toward the mitral valve was observed on transesophageal echocardiography (tee) during device deployment while placing the device into the ball position. At the time of this observation, it could not be confirmed whether the finding represented thrombus or an exposed strand of the device.at that time, the activated clotting time (act) was measured at 241 seconds, and additional heparin was administered; the patient was also on anticoagulation therapy and was reported to be compliant. Due to the unfavorable angle of the occluder relative to the left atrial appendage ostium, direct implantation was not feasible, and the occluder was withdrawn from the patient after being fully retracted into the delivery system, along with the complete delivery system.upon inspection outside the patient, a transparent plastic filament was noted on the occluder, described as a long strand extending from the lobe to the disc. The physician manually manipulated the device and gently pulled on the strand, which could be extended and was subsequently detached completely. This finding supported uncertainty regarding whether the previously observed structure was thrombus or a device-related strand.the delivery sheath used for the initial device was not reused and was subsequently exchanged for a steerable sheath. A new 16-mm amulet occluder was implanted successfully. Follow-up tee imaging showed no persistence of the previously observed thread-like structure or thrombus. The patient exhibited no clinical signs or symptoms during or after the event and remained hemodynamically stable throughout the entire procedure.